Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working, buttons were harder to press, had motor errors, alerts were not audible. The customer stated that insulin pump had failed battery test, hairline crack at top right side of buttons, motor was louder and slower during rewind, lost basal settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.